Manufacturer narrative:
The reported event of low lead impedance was confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure on (B)(6) 2017 the lead exhibited low lead impedance. The lead was not used. The patient's condition was stable.